Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during basal and bolus delivery. The customer's blood glucose level was 400 mg/dl and was addressed with an injection of insulin. The customer removed the supplies to the pump and reverted to using another pump to manage diabetes. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusion.